Manufacturer narrative:
Serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the fridge door failed. A field service engineer inspected the device and replaced defective latch preventing remote manager (rm) unlock. Verified functionality via hardware test application (hta) and customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door frequently failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.